Event description:
Customer called reporting her insulin pump was acting funny. The numbers were ramping on their own. Customer's blood glucose is 205 mg/dl. When she went to enter her blood glucose into the device, the numbers kept ramping up to 600 mg/dl, and then back to 0 mg/dl. Customer took the battery out and reinserted it, and the device alarmed failed battery test, low battery, and then it said the battery was full. None of the buttons are working. Customer said she is in a humid climate. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.